Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -7.0 diopter was intraoperatively implanted, removed, and replaced with a replacement les due to the intial lens tear/break during injection/delivery into the eye on (B)(6) 2022. There was patient contact, but no patient injury. The problem was resolved. Cause reported as unknown.